Manufacturer narrative:
As part of normal complaint f/u, an eval of the event is being conducted at mako surgical. A supplemental report will be filed if add'l results are obtained.

Event description:
Following a mako procedure, it was noticed that there was a cut in the ac power cord of the robotic arm interactive orthopedic system (rio). There was not a case delay nor cancellation of future surgeries as a mako field svc engineer was able to successfully replace the power cord.